Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, he was not feeling well and had pain and cramping in his legs. The patient¿s cgm was reading 41 mg/dl, no bg meter reading was taken for comparison. The patient¿s spouse took him to the emergency room (ER) for evaluation. The patient¿s bg was checked and was found to be 1200 mg/dl, no cgm comparison value was reported. The patient was treated with (2) bags of intravenous (IV) insulin and (5) bags of IV fluids. The patient was discharged home after 2 days. At the time of the report, the patient has no issues and made a full recovery. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.